Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1476006150, 510k # k121680, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent debridement procedure surgery at c4 due to infection. Post-op, patient underwent revision surgery due to infection in which broken rod was removed. Reportedly the infection caused rod loosening and breakage through the skin and protruded outside the patient¿s body. Bone breakage and worsening of kyphosis also reported.